Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted for an endovascular treatment. It was originally believed that the patient had a penetrating atherosclerotic ulcer. However, intravascular ultrasound revealed that it was a dissection. During the index procedure, after the valiant stent graft was implanted, the patient¿s right radial arterial line pressure decreased. The left arm cuff pressure was normal. An angiogram revealed that there was a retrograde type a dissection that extended to the aortic valve. The physician elected to convert the patient to open repair of the ascending arch. The patient was placed on cardiopulmonary bypass for 1.5 hours after the valiant stent graft had been deployed. During the open repair, it was noted that the entry tear was not near the bare stents of the valiant stent graft and the tear did not appear to have been caused by the device. The physician noted that the patient¿s tissue was very thin and it made it difficult to sew. The physician noted that the innominate artery was removed from the aorta by just using a finger and that it wasn't normal to be able to do that. After the graft was placed and sewn together, the patient was unable to be weaned off of the cardiopulmonary bypass pump and the patient expired. Per the physician, the cause of the retrograde type a dissection could have been due to the patient¿s anatomy of paper thin tissue or it could have occurred from the guide wire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.